Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt no longer had stimulation and was unable to recharge the ipg. A replacement charging system was sent to the pt. Follow-up identified the sjm rep confirmed the ipg was unresponsive. The pt reported she had not recharged the ipg in over 2 months. The physician planned to undertake surgical intervention to replace the ipg at a future date.